Event description:
The tech alleged that the head of the stretcher will not lower completely down. No pt impact.

Manufacturer narrative:
The tech replaced the head gas cylinder assembly to resolve the issue.